Event description:
It was reported that the pt presented to the hosp with pain. Telemetry of the pump indicated a motor stall. Motor stall occurred on (B) (6) 2010; stopped pump period may exceed tube set recorded in logs on (B) (6) 2010. The pump was explanted and replaced "without further problems". The pump contained morphine and bupivicaine. Additional has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).